Event description:
A customer contacted baxter's (B)(4) with an alarm on the homechoice (hc) machine during dwell 2 of 4. The customer stated that the spike came out of one of the supply bags. The supply bag had fallen off the table and disconnected, so they started over with new supplies. The proper procedures per the user manual were reviewed with the caller. The patient has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 2 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The nurse stated that the bag fell off the table and it became disconnected. The batch review was performed on potentially associated lot (h10a11011) with no issues noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).